Event description:
A customer contacted beckman coulter regarding erroneous cbc results that were reported out of the lab. The erroneous cbc results (from sample a) were from a single patient (see b6). The customer indicated that the patient underwent therepeutic phlebotomy and received saline intravenously based on the erroneous cbc results. A new sample (b) was collected from the same patient and tested for cbc (see b6) the cbc results from sample b were lower than the results from sample a. Results from sample a were questioned by the physician based on the discrepancy between the cbc results from sample a and sample b. The customer indicated that sample a was retested for cbc after the physician questioned the initial cbc results. The repeated cbc results from sample a were similar to the cbc results from sample b. The customer did not receive any report of patient injury requiring medical intervention attributed to or connected with this event.